Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. This is a system report. The section d information is for the primary device, which was in use with the following: brand name endurant ii iliac stent graft; product ID etlw1616c82ee (serial: (B)(6)); product type: 0180-aortic stent graft; implant date (B)(6) 2019; explant date brand name endurant ii iliac stent graft; product ID etlw1616c82ee (serial: (B)(6)); product type: 0180-aortic stent graft; implant date (B)(6) 2019; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm. It was reported approx. 5 years and 2 months post index procedure, a hole in the endurant stent graft was identified. Intervention was preformed, during which the endurant ii main body was partially explanted. The section of the stent graft with the hole remains in the patient, and the affected area was repaired using a surgical y-graft. Per the physician the cause the hole is undetermined. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
B5; additional information received : it was confirmed the type iiib endoleak was noted in the main body stent graft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: it was clarified that the there two different endoleak types observed within the main body: a type ii and a type iiib endoleak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
*Additional information received: it was clarified that the intervention was carried out due to endotension expecting to treat a type 2 endoleak. It was reported that during the procedure, the iiib endoleak was observed in 2 separate locations. Vessel calcification was present within the aneurysm sac, but it was not excessive. A partial explant was performed where the suprarenal stents remained in the patient, while clamping just below the renal arteries. It was stated that the endurant ii was implanted during rapid aneurysm growth and the right side branch was elongated during the index procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.